Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "doctor did a right hip revision due to femur fracture. Stem and head were explanted." There are no allegations against the revised femoral head, and no further information will be released by the hospital or surgeon.